Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
This report was filed to include additional information received from the affiliate. Upon completion of the investigation a follow up report will be filed.

Event description:
On 8/11/2014 additional information from the affiliate stated: please see below answers of your questions. Was the defective device found intraoperatively? Defective device found during use on patient by controlling system valve. Was the patient closed and reopened? No. Reserve shunt was opened. Was there a delay in surgery greater than 30 no. Please see tracking number, (B)(4).

Event description:
The affiliate reported: during shunt operation, it was observed that the valve taken from kit did not work. Replace with new one. (During use on patient)

Manufacturer narrative:
(B)(4). The valve is a precision valve with 3 dots. The valve was visually inspected; no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was reflux tested, the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve, product code 82-3813, with lot number cppbwr, conformed to the specifications when released to stock on the 31st january 2014. No root cause could be determined, as no problem was found with the valve. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.